Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited sudden jump and high values in impedance and thresholds. The rv lead was capped, remains implanted out of service, and different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.